Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction because the station's screen went black. A field service engineer replaced the drawer and module controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station screen suddenly went black. The customer stated that there was a delay in dispensing the medication, but nurses could still get meds from the pharmacy. There were no adverse events or injuries reported based on this event.